Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down button as well as the ok button requires excessive force to respond accordingly. The reporter indicated there was no damaged to the keypad; however, the keypad appears to be puffy as if there was air under the buttons. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient will go to the backup plan as needed. There was no adverse event associated with this complaint.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.